Event description:
It was reported patient experienced ineffective therapy and notified that the lead had migrated. As such, surgical intervention was undertaken on (B)(6) 2025, wherein the lead was repositioned and therapy restored.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated lead was replaced and repositioned on (B)(6) 2025.

Manufacturer narrative:
Corrected statement in b5. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.